Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned peek body of the implant was found to be deformed at the plate attachment point, this deformation likely occurrence during insertion as it was not identified when the implant was inspected prior to insertion. The deformation pattern is not consistent with any of the instruments in the anchor c system and it is unknown what caused it. Conclusion: the plausible root cause is likely multifactorial in nature.

Event description:
It was reported that; during surgery the surgeon used a cage system. The surgeon inserted the cage into intervertebral using the inserter guide. When the surgeon adjusted for the location of the cage, the inserter was moved, the cage separated(peek part and titanium part). Therefore the surgeon removed the cage and changed the cage to another cage.

Event description:
It was reported that; during surgery, the surgeon used a cage system. The surgeon inserted the cage into intervertebral using the inserter guide. When the surgeon adjusted for the location of the cage, the inserter was moved, the cage separated(peek part and titanium part). Therefore, the surgeon removed the cage and changed the cage to another cage.